Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 auchemistry analyzer and identified the failure mode as a defective degasser and tubing. The fse replaced the degasser and tubing to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low anion gaps on the ise (ion selective electrolyte) resulting in false low na (sodium), high cl (chloride) and erroneous co2 (carbon dioxide) patient results on their dxc 700 au clinical chemistry analyzer. The erroneous samples were rerun on an alternate dxc 700 au analyzer and results considered normal were obtained. There was no report of impact to patient treatment in connection to the event. The customer did not provide patient demographics. The customer provided data for one patient sample.